Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the loaner scanner freezes, the touchscreen and probe are unresponsive during procedure is unconfirmed. Could not duplicate problem after running the console for two days (8 hours each day). No other functionality issues with the equipment were found during evaluation/servicing. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The devise was serviced, tested and returned to service inventory. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The loaner scanner freezes, the touchscreen and probe are unresponsive during procedure.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The loaner scanner freezes, the touchscreen and probe are unresponsive during procedure.